Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery was old. It was also reported by the physician that the battery corroded and tissue damage were noted upon opening the battery site. The patient underwent an ipg explant with irrigation. The patient was given time to heal before re-implanting.

Manufacturer narrative:
Sc-1132 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients battery was old. It was also reported by the physician that the battery corroded and tissue damage were noted upon opening the battery site. The patient underwent an ipg explant with irrigation. The patient was given time to heal before re-implanting.